Event description:
The feeding line cannot be primed and nursing is having to try many sets before finding one that works. This causes a delay in therapy. The tubing sets get correctly placed on the machine with the rotary valve (aka, anti free flow valve) sitting in a well over the valve shaft, a segment of tubing that wraps around a peristaltic wheel and an identification magnet that sits in another well over a sensor. At the appropriate moment, the pump attempts to turn the rotary valve but it won't turn due to a manufacturing problem so the valve stays in the no flow position. Meanwhile, the valve shaft turns against the nylon teeth of the rotary valve and makes chewing marks on those teeth.in our discussions with the manufacturer, they told us that a silicone lubricant was not applied to the rotary valve body during assembly. The valves are used by both the 773662 and 774669 (w/ spike instead of flush bag) sets. They sent us some replacement cases free of charge. They worked with the distributor to get affected lots off the distributor's shelves but they didn't issue a formal recall nor inform us exactly which lots were bad.